Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there seems to be moisture under the lcd screen of the insulin pump. Customer stated that the device was exposed to sweat as she was outside and wearing the insulin pump in contact with skin. Blood glucose 76 mg/dl. Nothing further reported.